Event description:
It was reported that the patient presented to the hospital experiencing episodes of dizziness. Interrogation revealed that the patient's right ventricular (rv) lead exhibited loss of capture and noise. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.